Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The suture was received in curled condition and had a curled condition at the broken end. User handling marks were visible. The cause for suture breakage and curled condition could not be determined. Representative samples have been subjected to a visual inspection and knot pull tested and results met the specified quality requirements.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an anastomosis procedure and suture was used. The suture curled during the anastomosis and ripped. There were no adverse consequences for the patient reported. Additional information has been requested.